Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. The patient was reported to be recovering from the peritonitis prior to death. On and unreported date, the patient¿s condition deteriorated and the patient subsequently passed away. This is report 1 of 3 involved in this event. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.